Manufacturer narrative:
Additional information was added to h6, and h11. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump underinfused during a midazolam infusion. The nurse assumed care of a patient who was already receiving sedation, with the midazolam infusion programmed at a rate of 18 mg/hour. Despite the infusion rate, the patient appeared inadequately sedated, as evidenced by eye opening, "over breathing", increased heart rate, and decreased oxygen saturation. The nurse changed the midazolam infusion bag and verified the IV setup, confirming visible dripping in the drip chamber, lines were running, and there was a blood return from the lumens. Approximately two hours later, the patient became increasingly unstable, and the nurse observed that the midazolam bag remained full despite the pump indicating that approximately 60 ml had been infused. The infusion was then transferred to a different IV pump. Following the pump change, the patient became adequately sedated, with stabilization of vital signs including decreased heart rate and blood pressure, and the patient¿s eyes remaining closed. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.